Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error broken force sensor was detected during seating. Customer's blood glucose level was unknown. Customer was assisted in clearing alarm but unable to clear it and unable to check alarm history . The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 35 alarms due to critical pump error (open book image) alarm.